Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire between the yaw and idler pulleys. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint regarding the electric rope is torn was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had the electric rope completely torn. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage to the instrument was first detected intraoperatively when the surgeon attempted to coagulate tissue using the bipolar, and the issue persisted despite changing the cable. All cables appeared intact, but the device stopped working entirely, with no signs of thermal damage or arcing observed. The procedure was completed using a backup instrument. The instrument did not result in any fragments falling inside the patient's anatomy and was inspected before use, with no damage or abnormalities noted. There were no collisions with other tools, nor issues with removal through the cannula. The instrument has been sent back for evaluation and no photographic images or video recordings are available.